Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure the image of the subject device was not displayed while the non-olympus (erbe) electrosurgical unit was used. The procedure was cancelled and completed two days later with another system. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it was presumed that the reported phenomenon occurred because the user used the subject device combination with the non-olympus electrosurgical unit, also presumed that the user did not notice or did follow the description of the instruction manual. If additional information becomes available, this report will be supplemented.